Manufacturer narrative:
(B)(4).

Event description:
The friend or family member of a patient implanted for gastrointestinal/pelvic floor reported that the patient had experienced a loss or change of therapy since (B)(6) 2015. He had been having accidents five times a day and had to wear menswear, which may have referred to adult diapers. There were no traumas or falls reported that could be related to the issue. In the last four to five days prior to (B)(6) 2016, the patient had a urinary infection and was currently on antibiotics. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. [Information omitted regarding unrelated loss of energy; this information is captured in (B)(6).